Event description:
On 23-feb-2026 it was reported that on (B)(6)2026 the user experienced hyperglycemia with blood glucose reported as high as 601 mg/dl following a hypoglycemic event and subsequent treatment. The user contacted the emergency department for guidance and self-administered insulin. The user recovered and no long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia following treatment of a hypoglycemic event while using the ilet. This situation can result in acute metabolic instability requiring medical guidance and is consistent with the reported elevated glucose levels and self-administered insulin. Engineering log review was limited due to inability to sync device data; however, no device malfunction was confirmed. The user reported a dexcom g7 low reading that prompted treatment, followed by elevated glucose levels consistent with over-treatment of hypoglycemia. Based on available information, the event was attributed to use-related therapy management factors, specifically treatment of a suspected low glucose event followed by hyperglycemia, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.